Event description:
Additional information was received that the device was reprogrammed to resolve the event.

Event description:
During a remote follow-up, episodes of myopotential oversensing were observed on the right ventricular (rv) lead. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the device was reprogrammed to resolve the event. The patient was stable.

Event description:
Additional information was received that right ventricular (rv) lead damage was suspected, but was unable to be confirmed.

Event description:
Additional information was received that sensing noise was observed on the right ventricular (rv) lead. No intervention has been performed at this time.